Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.00 x 12 synergy drug-eluting stent was advanced for treatment. However, severe resistance was felt in the calcified lesion and when the device was removed, the distal edge of the stent struts got lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.